Manufacturer narrative:
.

Event description:
Procedure: sympathectomy. According to the reporter, the instrument did not fire. The pt started to bleed. Pressure was placed on bleeding and a chest drain placed.